Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient states she has a lot of problems with pain. She has tried all programs and is presently on p7 but can¿t tolerate the pain in her leg and thigh. Patient also reports it¿s not working, meaning she is still leaking and doesn¿t make it to the bathroom. Patient wondered if this could ruin her legs, meaning cause injury to legs. Patient services (ps) reviewed overstimulation is not known to cause nerve or tissue damage. Patient states when she woke up from implant surgery she was in such pain in the legs they had to give her pain medications in order to go home. Patient loves to walk but hasn¿t been able to because her feet felt as though they were on fire and had no quality of life. Patient also indicated she had a successful trial, she went from using little pads during the trial to using number 4 and 5 pads after implant. Patient states as soon as she turns stimulation off the pain goes away. Ps recommended turning therapy off and leaving it off until she can follow up with managing doctor. Patient asked if the manufacturer¿s rep can assist with reprogramming, and it was reviewed rep assistance would need to be requested by managing doctor. No further complications were reported or are anticipated.